Event description:
It was reported that during a percutaneous intervention(pci) procedure gauge inaccuracies were noted. The target lesion location is unknown. While preparing an encore26 inflation device, the pressure gauge of the inflation device went up. The encore26 inflation device was not attached to another device at the time the gauge increase was noted. The procedure was completed with an other of the same encore26 inflation device and a non-bsc balloon. There were no patient complications reported with the patient's current condition listed as "good".

Event description:
It was reported that during a percutaneous intervention (pci) procedure gauge inaccuracies were noted. The target lesion location is unknown. While preparing an encore26 inflation device, the pressure gauge of the inflation device went up. The encore26 inflation device was not attached to another device at the time the gauge increase was noted. The procedure was completed with another of the same encore26 inflation device and a non-bsc balloon. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: visual and functional examination of the returned device revealed no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).